Event description:
The event involved a customer allegation of an infiltration and a device that appeared to have over delivered. The customer contact reported that the patient was status post small bowel resection. The device was being used to deliver partial parenteral nutrition (ppn) at a rate of 18.75 ml/hr via a peripheral IV site. It was reported that the patient was receiving nothing by mouth (npo). After the patient was transferred from the pediatric perioperative unit to the post anesthesia care unit (pacu), an infiltration was discovered at the peripheral IV site. At an unspecified time, an over delivery of solution was reported, with a report that no alarms sounded during infusion and no data in the device history. The customer reported that the infiltration resulted in skin sloughing, which required treatment by plastic surgery services, which included site monitoring and marginal debridement. The customer contact reported that the patient continues to improve. Testing and investigation has been completed. The device passed all performance verification tests (pvt) including a delivery accuracy test where the device infused within +/- 1 ml three times. A probable cause could not be determined.